Manufacturer narrative:
The rv sensitivity was reprogrammed and the patient will continue to be monitored via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing on all channels, however was only sensed on the right ventricular (rv) channel. The oversensing resulted in pacing inhibition of up to 4.6 seconds. Boston scientific technical services (ts) discussed possible diaphragmatic oversensing and provided troubleshooting options. The patient is pacer dependent, however no patient symptoms or adverse effects were reported.